Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 (type of investigation), h10

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) battery failed the runtime test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
During a previously scheduled preventative maintenance (pm) the getinge field service engineer (fse) replaced the battery. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) battery failed the runtime test. There was no patient involvement, and no adverse event reported.